Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported their back bothered them all the time when there was cold weather, but on (B)(6) 2017 their back was bothering them a lot. On (B)(6) the consumer was on their way to the healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.